Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level was a value displayed as "high;" however, a specific value was not provided. Customer administered a manual injection to address elevated bg level. Customer reverted to manual injection for insulin therapy.